Event description:
It was reported that the device had reached normal eri (elective replacement indicator) and was explanted and replaced. The right ventricular pacing lead displayed poor sensing and pacing which may have been due to a micro-dislodgement at implant. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.